Manufacturer narrative:
Reported device not marketed in the u.s., however, similar device is. U.s. Reporting agent notified on (B)(4) 2014. Samples received: no samples available. There were no previous complaints of this code batch. We manufactured (B)(4) units of this code batch. There are no units in our stock. Needle attachment results conducted on samples before releasing the product fulfilled OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Detachment of the needle during a perineal suture.